Event description:
Pt states they had an eye infection from the clearsoft 100 (enfilcon a) contact lenses. Pt stated infection was resolved with medication, but didn't have the name of the medication. Attempts by coopervision to receive add'l info regarding this incident have been unsuccessful to date.

Manufacturer narrative:
Event was reported by the pt directly to coopervision. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusion: no conclusion can be drawn.